Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Trial patient's mother contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. At the time of contact the trial patient's mother did not report any injury or medical intervention.